Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device collapse and fluid leak cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of urinary incontinence, pain, fever and infection were found to be listed in the IFU. Review of the IFU did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to replace the artificial urinary sphincter (aus) device due to severe pain, recurring incontinence and pre-erosion. The aus system was reported to have collapsed and it was completely empty due to fluid leak. The source of the fluid leak was not determined by the medical staff after removal of the aus implant. Post procedure, the patient had temporary weakness in his right leg and also signs of infection despite prophylactic antibiotics. The patient is under continuous hemodialysis treatment as it is possible that some of the antibiotic may have filtered away. It was the physician opinion that the fever could also have been related to the hemodialysis. Six weeks after the surgery the patient was well and happy with the result.